Event description:
It was reported that the distal screws did not locate correctly.

Manufacturer narrative:
Add'l info has been requested, and if received, will be submitted on a supplemental report. This event created a serious injury in the past, and will be reported as a malfunction.